Event description:
It was reported that during a surgical procedure at the user facility the device was smoking. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the sockets were corroded and the flex was damaged.